Event description:
Olympus received a medwatch form, which stated, "a pt was undergoing an ercp with lithotripsy and basket retrieval of stones. The pt had multiple stones, and narrowed common bile duct (cbd). The basket became lodged in the common duct and a fragment of the basket snapped off and was retained in the pt. The pt was taken to the operating room form an open common duct exploration and removal of the fragment. The pt did not sustain any injury or harm other than the procedure required to retrieve the fragment". Olympus contacted the user facility to obtain additional info regarding the reported event and was informed that the grasping basket broke while retrieving multiple stones. A mechanical lithotripsy with basket-type device was then performed, and resulted in fracture of the basket within the cbd. The pt was irrigated, a choledochoduodenostomy, and an open surgery was performed to remove the stones and the basket from the pt. The pt did well after the surgery.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval, as it has been discarded following the procedure. The exact cause of the reported event could not be conclusively determined. The instruction manual warns users "if the grasping basket holding calculus can not be withdrawn from a bile duct, or a calculi can not be removed from the grasping basket, use olympus mechanical lithotriptor (B)(4) to crush the calculus and to withdraw the grasping forceps or carry out open surgery or other possible treatment. But if the calculus is too hard, there is the possibility of damages in the operation wire, and basket".